Event description:
Additional information received indicated the undersensing was also reported on the atrial lead. Additionally, the device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
It was reported that low sensing and noise resulting in oversensing and inappropriate mode switching was observed on the right atrial lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.